Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by the patient in response to the social media post, during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve was deployed above the left main due to the loss of pacing. The valve was drag and implanted into the aortic arch. A second valve was deployed successfully in the patient's aortic annulus. Per the patient, the patient had a stroke during the procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during the procedure of a 23 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the first valve was deployed above the left main due to the lost of pacing. The valve was drag and implanted into the aortic arch. A second valve was deployed successfully in the patient's aortic annulus. The patient had a stroke during the procedure.'' Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment. In this case, the loss of pacing capture disrupted the balloon stability during post deployment, which led to the thv malpositioned as reported. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.